Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 4. The hp confirmed he found no source of any leaks and all bags were connected. The hp also confirmed the unused line was closed. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The hp confirmed he would notify his nurse of any missed therapy. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2010 product surveillance spoke with the hp who stated this was an isolated incident. The hp confirmed he discarded the sample and restarted therapy with a new set up without further issue. There were no reports of infection or adverse event as a result of this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).